Event description:
It was reported that the patient experienced a hypoglycemia event with blood glucose of 49 mg/dl while using the ilet and had recently changed the device¿s body weight setting after frustration; a prior factory reset had been performed for similar issues, and the patient again reported similar performance concerns. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrate (apple juice) and additional user training arranged through customer support. Investigation included troubleshooting and education on algorithm function, appropriate use of body weight settings, and referral to clinical support. Investigation of this case revealed no confirmed device malfunction at the time of the report, with user adjustment of body weight settings identified as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.